Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) therapy and two inappropriate shocks due to supraventricular tachycardia (svt). Technical services (ts) reviewed the reports and provided information regarding device function. Ts suggested reprogramming options. The device remains in use. No additional adverse patient effects were reported.